Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds noted through the analyzer, low pacing impedances, and oversensing seen on a stored electrogram (egm). Changes in the rv lead were seen via x-ray near the subclavian/first rib area indicating insulation damage. The rv lead was capped and replaced. It was further reported that the right atrial (ra) lead had oversensing/noise noted on a stored egm. Changes in the ra lead were seen via x-ray in the subclavian area indicating insulation damage. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.